Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty turning on the pump with the usb cable. Reportedly, the pump was able to be turned on with a different usb cable. There was no reported impact to the customer's blood glucose level.